Manufacturer narrative:
This product is not approved for use in the us, however a like device with part# 7040750 510k# k040962 and upn (B)(4) is approved for the market use in the us. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-op diagnosis: low back pain. Levels involved: th11/iliac. Procedure: screw replacement and pedicle subtraction osteotomy at l4 it was reported that on an unknown date, patient underwent a scoliosis correction procedure. Post-op, patient complained of back pain. The implanted iliac screws were found to be loosened. A revision surgery was performed for screw removal and replacement. Patient also underwent extension of fixation. No patient complications were reported as a result of the revision surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.